Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a toric icl implantable collamer lens. The reporter indicated the lens had high vaulting and the surgeon planned to explant the lens. To date the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.